Event description:
The customer stated that the uninterruptible power supply (ups) failed on the acuity patient monitoring system. Note: the customer did not provide any patient information.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn technical support assisted the customer in bringing the system back up to restore patient monitoring after the loss of power. The customer stated that the ups was quite old and the batteries finally failed. He will dispose of the ups locally and it will not be returned to welch allyn for further evaluation.